Manufacturer narrative:
We were unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. No prime alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.